Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure.  Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause of the delivery system balloon burst cannot be confirmed, however, it may be related to patient factors (calcification at the annulus/cusps). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, during a transfemoral tavr procedure with a 26mm sapien 3 valve in the aortic position, the balloon ruptured at the end of valve deployment due to the sinotubular junction (stj) calcium.  The balloon was fully inflated when it burst.  The valve was fully deployed with great end results.  The balloon was prepped with additional +2 of volume.  The delivery system was removed out of the sheath with the balloon intact on the delivery system and a lateral tear was noted on the delivery system.  The patient is recovering well.